Manufacturer narrative:
Device evaluation: during evaluation, resistance was felt at hub and 5.25 inches from bottom of blue portion when using a 0.035 mandrel.

Event description:
Prior to lead extraction procedure and during attempt to use the bridge prophylactically, the physician attempted to advance the balloon over the wire and it would not pass. There are no reported patient injuries and patient was discharged per operative plan.